Event description:
Customer indicates the solution bag is empty before the pump stops delivering. No pt injury has been reported at this time. Additional info has been requested from the national coordinator on this issue.

Manufacturer narrative:
Baxter will continue to investigate any reports it receives and review trending of these events.